Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the mechanical thrombectomy for a clot located at the middle cerebral artery m2 section, the stent retriever was navigated and deployed to the target lesion with a non-stryker microcatheter via a non-stryker reperfusion catheter. When attempting to withdraw the stent retriever under aspiration with the reperfusion catheter, the stent retriever and the microcatheter got stuck in the reperfusion catheter. The physician tried to remove the stent retriever and the microcatheter by force, and both devices were torn off/broken within the reperfusion catheter. Both devices were removed with the reperfusion catheter. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the mechanical thrombectomy for a clot located at the middle cerebral artery m2 section, the stent retriever was navigated and deployed to the target lesion with a non-stryker microcatheter via a non-stryker reperfusion catheter. When attempting to withdraw the stent retriever under aspiration with the reperfusion catheter, the stent retriever and the microcatheter got stuck in the reperfusion catheter. The physician tried to remove the stent retriever and the microcatheter by force, and both devices were torn off/broken within the reperfusion catheter. Both devices were removed with the reperfusion catheter. There was no clinical consequences to the patient.